Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device did not identify any issues. A functional evaluation of the device did not reveal any malfunction. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during setup for a rotator cuff repair with subacromial decompression, the dyonics ii footswitch produced a "handpiece sensor fault," and the shaver started but would not stop running. A s+n backup device was available. No surgical delay was reported, and no patient was involved.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).